Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2016 with the following findings: a review of the black box data showed a 088 call service alarm on (B)(6) 2015. During testing, the pump successfully passed the ez prime steps. Evidence of moisture was observed in the display lens. The pump failed a leak test due to a crack in the pump's casing. The pump was exercised for 24 hours with no issues. The pump cover was opened and moisture corrosion was found throughout the inside of the pump. Unrelated to the complaint, the display was dim and discolored. The pump¿s vibratory features were nonfunctional.